Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the unit made an unusual noise in prime and fill modes. In addition, there was no power in sculpt mode and the phaco tip became occluded easily. The technician unplugged and plugged back the power cables and rebooted the machine. Thereafter, the system operated as intended.

Manufacturer narrative:
The company service representative examined the system and the reported events could not be replicated. The system was then tested and met all product specifications. The system was manufactured on december 22, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. No phaco tip was returned for evaluation for the report of being occluded easily; therefore, the condition of the product could not be verified. No lot number was identified; therefore, a lot history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Threads are inspected to insure they conform to specification. The root cause of the reported events cannot be determined. (B)(4).